Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect tsh for one patient. The following results were provided (reference range tsh 0.5-5 uiu/ml): on (B)(6) 2025, sid: (B)(6), tsh result= 4.95 uiu/ml; history of tsh results= 0.06 - 0.07 uiu/ml. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated architect tsh for one patient. The following results were provided (reference range tsh 0.5-5 uiu/ml): on (B)(6) 2025, sid (B)(6), tsh result= 4.95 uiu/ml; history of tsh results= 0.06 - 0.07 uiu/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. A review of customer data aligned with customer¿s issue and no additional issues were identified. Review of tracking and trending for the architect tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67455ud00. A device history record review was performed for the complaint lot 67455ud00 which did not show any non-conformances, deviations, or potential non-conformances related to the issue under review. The overall performance of architect tsh reagents in the field was reviewed using data gathered from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 67455ud00 is within the established control limits. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent lot 67455ud00 was identified.